Manufacturer narrative:
(B)(4) - no code available is to address adherence of this lead to another lead.

Event description:
It was reported that the patient presented in the emergency room with syncope. Noise was seen on the right ventricular lead, but was not reproducible. It was noted that the patient had also experienced dizziness in the past. The lead was explanted on (B)(6) 2018, but due to adhesion between the atrial and ventricular leads, the atrial lead pulled back during the extraction and was also explanted and replaced. The patient¿s condition post procedure was stable.

Manufacturer narrative:
External insulation abrasion was noted at 38.0 cm to 38.1 cm from the distal electrode consistent with lead friction to another implanted device or feature of the patient anatomy. (B)(4).

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.